Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is under delivering insulin. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting found that this is a past event from (B)(6) 2016 and customer has stopped wearing the pump since then. No further details given.